Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 08-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('removal of the devices') in a 44-year-old female patient who had essure (batch no. B72581) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included acoustic neurinoma (left ear) in 2010 and acoustic neuroma removal in 2010. Concurrent conditions included facial paralysis since 2010, vertiginous syndrome since 2010, deafness left ear since 2010, trigeminal neuralgia since 2010 and dysdiadochokinesis (upper left limb (all post-operative)) since 2010. Concomitant products included botulinum toxin type a (botulinum toxin) for dysdiadochokinesis as well as dipyridamole. On (B)(6)2014, the patient had essure inserted. On (B)(6)2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraine"). The patient was treated with surgery (both devices were laparoscopically removed with prophylactic bilateral salpingectomy). Essure was removed on (B)(6)2020. At the time of the report, the medical device removal and migraine outcome was unknown. The reporter provided no causality assessment for medical device removal and migraine with essure. The reporter commented: essure inserted without incident, leaving 3 rings of each device in the cavity. In (B)(6) 2019, she requested the removal of the devices at the request of her neurologist due to experiencing migraines that do not respond to treatment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: bilateral tubal occlusion. Ultrasound scan - in 2014: evaluation of the devices was not satisfactory, because they were fully intratubal and did not touch the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: insertion date updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 29-apr-2020. The most recent information was received on 08-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('removal of the devices') in a 44-year-old female patient who had essure (batch no. B72581) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included acoustic neurinoma (left ear) in 2010 and acoustic neuroma removal in 2010. Concurrent conditions included facial paralysis since 2010, vertiginous syndrome since 2010, deafness left ear since 2010, trigeminal neuralgia since 2010 and dysdiadochokinesis (upper left limb) since 2010 (all post-operative). Concomitant products included botulinum toxin type a (botulinum toxin) for dysdiadochokinesis as well as dipyridamole. In 2014, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraine"). The patient was treated with surgery (both devices were laparoscopically removed with prophylactic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and migraine outcome was unknown. The reporter provided no causality assessment for medical device removal and migraine with essure. The reporter commented: essure inserted without incident, leaving 3 rings of each device in the cavity. In (B)(6) 2019, she requested the removal of the devices at the request of her neurologist due to experiencing migraines that do not respond to treatment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: bilateral tubal occlusion. Ultrasound scan - in 2014: evaluation of the devices was not satisfactory, because they were fully intratubal and did not touch the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-apr-2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('removal of the devices') in a (B)(6) year-old female patient who had essure (batch no. B72581) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included acoustic neurinoma (left ear) in 2010 and acoustic neuroma removal in 2010. Concurrent conditions included facial paralysis since 2010, vertiginous syndrome since 2010, deafness left ear since 2010, trigeminal neuralgia since 2010 and dysdiadochokinesis (upper left limb) since 2010 (all post-operative). Concomitant products included botulinum toxin type a (botulinum toxin) for dysdiadochokinesis as well as dipyridamole. In 2014, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraine"). The patient was treated with surgery (both devices were laparoscopically removed with prophylactic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and migraine outcome was unknown. The reporter provided no causality assessment for medical device removal and migraine with essure. The reporter commented: essure inserted without incident, leaving 3 rings of each device in the cavity. In (B)(6) 2019, she requested the removal of the devices at the request of her neurologist due to experiencing migraines that do not respond to treatment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: bilateral tubal occlusion. Ultrasound scan - in 2014: evaluation of the devices was not satisfactory, because they were fully intratubal and did not touch the endometrial cavity. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) ) on 29-apr-2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('removal of the devices') in a 44-year-old female patient who had essure (batch no. B72581) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included acoustic neurinoma (left ear) in 2010 and acoustic neuroma removal in 2010. Concurrent conditions included facial paralysis since 2010, vertiginous syndrome since 2010, deafness left ear since 2010, trigeminal neuralgia since 2010 and dysdiadochokinesis (upper left limb (all post-operative)) since 2010. Concomitant products included botulinum toxin type a (botulinum toxin) for dysdiadochokinesis as well as dipyridamole. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraine"). The patient was treated with surgery (both devices were laparoscopically removed with prophylactic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal and migraine outcome was unknown. The reporter provided no causality assessment for medical device removal and migraine with essure. The reporter commented: essure inserted without incident, leaving 3 rings of each device in the cavity. In (B)(6) 2019, she requested the removal of the devices at the request of her neurologist due to experiencing migraines that do not respond to treatment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: bilateral tubal occlusion. Ultrasound scan - in 2014: evaluation of the devices was not satisfactory, because they were fully intratubal and did not touch the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: insertion date updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.